Manufacturer narrative:
Additional information: h6 and h10 b5: the volume of blood loss was not reported. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample showed the replacement line, connected between the y multi connector and the deaeration chamber, was leaking at the level of the multi connector. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to a solvent issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the fluid replacement tubing of an oxiris set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Oxiris c. Is similar to oxiris and oxiris s. Oxiris and oxiris s. Have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.